Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported lack of progress with speech discrimination and poor sound quality from his implant. The re-programming did not show any improvement in the sound quality. The external components were checked and found to be functional. A CT scan showed extrusion of the electrode array from the cochlea. A revision surgery is scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to the active electrode array being partially outside of cochlea, as confirmed by diagnostic images. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient reported a continuous rumbling sound, lack of progress with speech discrimination and poor sound quality. In situ measurements show that all channels operate within normal limits. A non-auditory sensation was reported when stimulating channels 10, 11 and 12. These channels were deactivated, but this did not improve sound quality. The external components were checked and found to be functional. A CT scan revealed extrusion of the electrode array out of the cochlea. Patient has been explanted of the device.